Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer required the assistance of emergency medical services due to a low blood glucose on (B)(6) 2020 with blood glucose of 26 mg/dl. Customer treated with food and glucose tablets. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated auto mode was not active at the time of the incident. The customer alleges over delivery of insulin. The insulin pump will be returned for analysis.